Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing an error on the screen. A field service engineer (fse) attempted to reimage present hard drive with no success, then replaced the hard drive, updated the settings and completed sync with server but had issues with getting pyxinet and wifi networks to connect when both were enabled. Found group policy had to be set to zero for simultaneous networking and pharmacy tech completed inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was required repair. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.